Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.

Manufacturer narrative:
Dentsply was not able to verify the complaint as the temperatures during testing did not exceeded requirements. The returned attachment was tested by manufacturing personnel and did not meet production specifications for noise, current draw and sheath rotation specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 40.4 c and 39.9 c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Head cavity looked good but it was dry. Cap cavity looked good. Inner components appeared to be dry. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.